Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual testing and functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed internal visual examination due to leakage on the internal nickel-metal hydride battery (nimh). Additionally, the controller failed functional testing due to the voltage of the internal nimh battery falling below specifications. The readings on each cell indicate that the cells were not working as expected. Therefore, the most likely root cause of the controller failing to activate the no power alarm can be attributed to a faulty internal nimh battery. The most likely root cause of the reported event can be attributed to a faulty internal nickel-metal hydride (nimh) battery. The manufacturer has opened an internal investigation to evaluate the faulty internal nickel-metal hydride (nimh) battery. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the after the software smr update the controller failed the test at step: disconnect power sources - no "no power alarms" sounds (upgrade test procedure 2.10) (con was the primary controller). No log files were available. No demographic data provided as hospital wants to protect patients' privacy.